Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and eight inappropriate shocks for what appeared to be an atrial driven arrhythmia. Boston scientific technical services discussed potential trouble-shooting measures for this patient. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.